Event description:
The original report was described as "device has to be repaired" and was considered not reportable at that time. However, when the risk severity was provided on (B)(6) 2014, this complaint was changed to MDR. It was reported that a c2602 cusa excel 36 khz straight hand piece malfunctioned during a procedure. The problem was described as hand piece connector was "faulty". It seemed that there was a ring missing on the inside of the connector and it was not creating a seal and not allowing the wafer from the cooling reservoir to circulate into the hand piece." Intermittent fault". Ultrasonic time 4 hours. The unit was in contact with the patient, but there was no patient injury or death. The event did not lead to an increase in the surgery time; the physician's were still busy opening while the distributor was connecting the cusa. The problem was detected during the procedure as the handpiece was connected to the console.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.